Manufacturer narrative:
Analysis was able to confirm the customer comment that the battery drawer would not open . Preventative maintenance was carried out . The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery case of the external pulse generator (epg) would not open. No patient involvement reported .